Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion was noted at 40.3 ¿ 40.4 cm from the connector pin consistent with friction to another device or feature of the patient anatomy. The outer coil was exposed at this location.

Event description:
This report is to advise of an event observed during analysis.